Event description:
The consumer stated that she inserted a tampon and it came apart upon removal.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis.the consumer returned unused product on 3/17/14. A visual inspection of eleven companion samples was conducted on 3/17/14. The visual examination did not observe any product defects or abnormalities.